Event description:
Customer reported that pump's quick bolus/wake button was difficult to press and often needed multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to press the button more firmly and confirmed that the pump was still under warranty. They arranged for a replacement pump to be sent and instructed the customer on how to return the faulty pump using a prepaid label. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy for insulin delivery.